Event description:
It was reported that the patient was very unhappy with the outcome of the intraocular lens (iol), and it was explanted due to the visual complaints from the patient. The patient was reported to be okay and had a traditional implant implanted on (B)(6) 2015. It was stated that the iol was discarded. No further information was provided.

Manufacturer narrative:
(B)(4). Intraocular lens was explanted in a secondary procedure. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.